Manufacturer narrative:
(B)(4).

Event description:
It was report the patient developed a hematoma at the implant site. The first bleeding came from pocket enlargement and a second bleeding underneath the skin of the subcutaneous tissue where the pseudocapsule was dissected. The pocket was cleaned with electrocautery and surgicel. The device was reinserted at the same location and the patient will be followed normally. The patient condition was stable before, during, and after the procedure.